Event description:
Related manufacturer report number: 2017865-2022-05910. It was reported during in clinic follow up that the atrial and ventricular leads exhibited oversensing and low pacing impedance. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of intermittent low impedance and oversensing were confirmed. As received, a complete lead with extraction tool inserted was returned stretched in one piece. An external insulation abrasion was found breaching the outer insulation and exposing the outer coil. The cause of the reported events was due to the friction with another device or feature of the patient anatomy exposing the outer coil.